Event description:
Unable to deploy the stent graft: during priming, the relay plus device was flushed with 50cc of saline, but saline did not came out much from the tip side hole. As 50cc of saline was able to be injected, the device was inserted into the artery and advanced to the desired deployment position. When the controller was turned to the "2" position and the inner secondary sheath was attempted to pull down, the inner secondary sheath was unable to pull down at all. Then the controller was turned to the "4" position from "2" position and attempted to pull down the inner secondary sheath again as usual with holding the stainless steel rod by an assistant physician, but the inner secondary sheath was unable to pull down. The device was retraced to the abdominal aorta and the inner secondary sheath was attempted to be retrieved in the outer primary sheath by force, but the distal end of the device was unable to be retrieved. Then the device was successfully withdrawn from the right femoral artery. The device was not used and another relay plus device was used to continue the procedure and the procedure was completed successfully.

Event description:
Unable to deploy the stent graft: during priming, the relay plus device was flushed with 50cc of saline, but saline did not came out much from the tip side hole. As 50cc of saline was able to be injected, the device was inserted into the artery and advanced to the desired deployment position. When the controller was turned to the "2" position and the inner secondary sheath was attempted to pull down, the inner secondary sheath was unable to pull down at all. Then the controller was turned to the "4" position from "2" position and attempted to pull down the inner secondary sheath again as usual with holding the stainless steel rod by an assistant physician, but the inner secondary sheath was unable to pull down. The device was retraced to the abdominal aorta and the inner secondary sheath was attempted to be retrieved in the outer primary sheath by force, but the distal end of the device was unable to be retrieved. Then the device was successfully withdrawn from the right femoral artery. The device was not used and another relay plus device was used to continue the procedure and the procedure was completed successfully. Ancillary device: lunderquist double curve wire 300mm (cook). Patient outcome - "no health damage to the patient."